Event description:
It was reported that the patient had a hematoma at the access site. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. Immediately post procedure the patient became hypotensive, and it was discovered that the patient had a hematoma at the access site. Pressure was applied to the area and the patient received IV fluids. No pericardial effusion was noted, and the patient was transferred to the ccu for continued observation. A computed tomography (CT) scan was also performed to determine if the right femoral artery was inadvertently nicked during the procedure.